Event description:
It was reported that increased pacing threshold was observed. The lead was explanted and replaced when repositioning was unsuccessful. Patients condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.